Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. It was noted that the septum was cross several time during the transeptal puncture (tsp) using the versacross connect. The 27mm wds was advanced, deployed, and released in the laa. Approximately two (2) hours post procedure, while the patient was in the post anesthesia care unit (pacu) an effusion was noted via transthoracic echocardiogram (tte). The patient blood pressure dropped, and a second tte was performed. The effusion appeared larger. The patient was brought back to the lab for a pericardiocentesis. Approximately 300ml of dull red blood was drained to treat the effusion. There were no further complications and the patient remained in the hospital for approximately 3 days post procedure before being discharged.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. It was noted that the septum was crossed several times during the transeptal puncture (tsp) using the versacross connect. The 27mm wds was advanced, deployed, and released in the laa. Approximately two (2) hours post procedure, while the patient was in the post anesthesia care unit (pacu), an effusion was noted via transthoracic echocardiogram (tte). The patient's blood pressure dropped, and a second tte was performed. The effusion appeared larger. The patient was brought back to the lab for a pericardiocentesis. Approximately 300ml of dull red blood was drained to treat the effusion. There were no further complications and the patient remained in the hospital for approximately 3 days post procedure before being discharged.